Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. A visual inspection and functional testing were performed and no visual defects were observed. The unit was pressure tested at 8psi and no leaks were observed. The reported condition was not confirmed. The cause of this condition has not been identified.

Event description:
A customer reported to baxter (B)(4) of an incident in which the patient pulled out a peripheral IV. It was noted that the cathelon remained in the patient, but IV tubing had snapped. The right hand was swollen from IV fluids. The patient's mom was notified and the physicians were aware. The incident occurred during patient use and per customer there was patient reaction/injury as the hand was swollen from IV fluids. No additional information is available.